Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, after the product was being pulled from the package, when the surgeon was began throwing knots and during his 2nd throw, the suture began to fray. Then the surgeon asked for another suture coming from the same lot number and when they tried to load it, the entire suture snapped. They used another device to complete the case. There was no patient injury.